Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Were any concomitant procedures performed? Onset date/time of recurrent stress urinary incontinence from the procedure? Onset date/time of the pain and urinary incontinence from the procedure? Location and character of the pain? Was medical intervention given for the pain management? Results? If reoperation was performed please provide date and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date in 2011 and mesh was implanted. The patient experiences groin pain and recurrence of stress urinary incontinence. Additional information has been requested.